Event description:
It was reported that the insulin pump was dropped and the device was damaged; the drive support was sticking out. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with protruded drive support disk and scratched display window.